Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 65-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, and on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the right groin had bleeding and a large hematoma. A femstop was applied, but was difficult to control due to the hematoma displacing the repositioning sheath insertion. Angle matching performed. One unit of cryoprecipitate was given. It was noted that tenecteplase (tnk) was given prior to arrival, along with heparin and plavix. No heparin given in the ICU due to elevated activated clotting time (act). While on support, the device functioned as intended at p-8 at 3.2 l/min with d5w sodium bicarbonate in the purge solution. After 17 hours on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, dependent on vasopressor support, complicated by stage e shock. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements; however, can also be attributed to the patient's underlying coagulopathy condition.